Event description:
At approximately 6:23pm the vent went in-opearative e104. Sustained high airway pressure alarm activated. This alarm recurred at 8:47 and 11:30pm. The pt manually ventilated each time. The ventilator was removed from svc on 9/12/00 and reviewed by npb engineers. Findings: occluded flow sensor. Sensor was replaced. No pt injury.